Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. Results obtained with the subject meter and the laboratory device were not provided. The patient manages her diabetes with insulin pump therapy. The patient administered self humalog insulin (about 2 units). After the start of the alleged issue, the patient claimed she felt symptoms of ¿low blood sugar;¿ however, specific symptoms were not provided. Treatment was not specified. Additionally, the patient reportedly compared the subject meter with another device. Specific results were also not provided. The patient reportedly obtained a result of ¿90 mg/dl¿ with another device. The cca was not able to walk the patient through troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.